Event description:
A report was received that the pt had fluid around her ipg site. The pt reported that the fluid over her ipg had started to creep down towards her sacral area. The pt consulted with neurosurgeon, and the pt will have a pocket revision.